Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. Data has been received for investigation. The complaint device was returned for evaluation on (B)(6) 2018. The device was visually inspected and pass. Performed voltage test and passed. Performed global transmitter functional test and passed. Performed pairing test with nordic bluetooth device and passed. Performed share log review and loss of connection confirmed. The reported event of a loss of connection was confirmed. The root cause could not be determined.